Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 2500 ohms. Several maneuvers were performed and no noise was observed. Boston scientific technical services (ts) noted that the impedances had been gradually increasing over the past few years, and that a gradual increase in impedances was typically due to a patient condition. Ts recommended troubleshooting options. The physician planned to continue to monitor the patient on latitude, and perform the suggested postural maneuver tests at the next follow-up. This rv lead remains in service. No adverse patient effects were reported.